Event description:
The event occurred on an unspecified date and involved a transpac® IV monitoring kit, 60", disposable transducer, 3 ml squeeze flush device, macrodrip. The customer stated that the current arterial line is defective. The flushing device breaks easily. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
E1 - (B)(6). The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Manufacturer narrative:
See section b5.

Event description:
Additional information was received stating that the issue was "flushing device breaks easily." The product was used on a patient at the time of the incident. There was delay in the critical therapy when the problem was noted. The caregiver changed to another arterial line tubing to address the issue. There was no serious deterioration in the state of health of a patient, user, or other person. There was no death of a patient, user, or other person. There was no potential for death or serious deterioration in health of a patient, user, or other person.